Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a pacemaker replacement procedure relative to the subject pacemaker, a connection issue with the lead was incurred. Specifically, it was indicated that the lead connector was inserted all the way into the port and clicking of the torque-limiting screwdriver was heard but the lead did not remain in the port. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during a pacemaker replacement procedure relative to the subject pacemaker, a connection issue with the lead was incurred. Specifically, it was indicated that the lead connector was inserted all the way into the port and clicking of the torque-limiting screwdriver was heard but the lead did not remain in the port. Another pacemaker was subsequently implanted instead.